Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a high rate non-sustained episode with evidence of post-sense t-wave oversensing (tw os). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.